Manufacturer narrative:
Additional information received 15 january 2021 via email that the reported issue was discovered during testing and no patient involvement. Device evaluation: one pneupac ventilators parapac plus was returned for analysis. Visual inspection performed, and product found with damaged knobs. Investigator's hooked device to o2 supply and switched the device on with patient circuit connected. The customer's reported issue was confirmed. According to the investigation, the device manometer failed to function properly, and the reported problem was caused by faulty manometer assembly. Investigator replaced the pump faulty manometer. The problem source of the reported problem is unknown.

Event description:
It was reported that the pressure gauge on a smiths medical ventilator is not showing anything. No adverse patient effects were reported.